Manufacturer narrative:
(B)(6). Device is a combination product.

Event description:
It was reported that patient was sent for surgery and stent dislodgement occured. The target lesion was located in the left anterior descending artery. A 3.00 x 28 synergy drug-eluting stent was advanced for treatment. However, it was noted that the stent came off from the delivery system and was floating around and was not able to identify what location. The patient was sent for surgery and completed the procedure. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Date of birth: year of birth: 1960 . Device is a combination product.

Event description:
It was reported that patient was sent for surgery and stent dislodgement occured. The taget lesion was located in the left anterior descending artery. A 3.00 x 28 synergy drug-eluting stent was advanced for treatment. However, it was noted that the stent came off from the delivery system and was floating around and was not able to identify what location. The patient was sent for surgery and completed the procedure. No patient complications were reported and the patient's status was fine. It was further reported that the stent was implanted. The device was partially off the balloon but was inflated in the vessel. A dissection was noted distally.